Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc). Sorc checked the subject device for evaluation. It could not duplicated the reported phenomenon, it was tested for 1 hour on the first day and 2 hours on the second day though. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device sometimes was displayed or not displayed depends on the poor contact during the preparation for use. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report from olympus service operation repair center (sorc), omsc considered there was the possibility this phenomenon was attributed to the camera cable unit failure of the subject device with following possibilities; -since the camera cable was twisted, it might have occurred the camera cable break. -since the video connector was cracked, it might have been hit or dropped the subject device. Therefore there was a possibility that the connector board might have break down due to the impact. If additional information becomes available, this report will be supplemented.